Event description:
The company received a report from a covidien rep of the following: customer states that the endotracheal tube was being inflated and the balloon at the end of tube popped during pt use. Covidien has made attempts to collect further details surrounding the circumstances of this reports, but it was reported that no further details are available.